Event description:
Clinical notification received for revision to address loosening of an unknown. Component at an unknown interface. Date of implantation: (B)(6) 2014; date of revision: (B)(6) 2021; (right knee). Treatment: revision of all components.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form ¿ powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision due to pain and swelling, failure due to loosening of the right total knee. The surgery was completed without indication of complication by the surgeon. Upon entering the joint, scar tissue was encountered and removed. The femoral component was noted to be grossly loose, and the patella was also loose ¿ interfaces not provided. There was significant osteolysis within the joint.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 545050501, lot 7122506 number, and no non-conformances / manufacturing irregularities were identified.